Event description:
The following was reported through a presentation titled "comparison of iop-lowering effect and complications between istent inject w and istent" at the 37th annual meeting of the japanese society of cataract and refractive surgery. Reportedly, following cataract plus trabecular microbypass stent and stent system procedures, hyphema with blood clots and transient intraocular pressure (iop) increase occurred postoperatively. Any omitted information was not provided through follow-up. Please see the attached abstract summary for additional information. This report references the reported cases of hyphema and iop increase associated with istent inject w.

Manufacturer narrative:
Additional information: patient ID, gender, relative tests: mean and mode used. Date of event based on awareness date. Best estimated date used. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A review of the device labeling was completed. Hyphema and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. Please reference report 2032546-2022-00071 for the reported cases of hyphema and elevated iop for associated with istent gt100. MFR# reference: (B)(4).